Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown reason. No additional adverse patient effects were reported. Intervention included lead replacement.